Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: update initial reporter contact address. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed that the ventricular impedance trend showed some impedance fluctuation between 492 ohms and 821 ohms. There were no lead warnings. Capture management trend was solid and stable. There were 16 ventricular high rate episodes within 9 days. Some of the v high rate episodes do show some non-physiologic v-v intervals suggesting oversensing.

Event description:
It was reported that oversensing was noted on the atrial and venticular leads. Varying ventricular and atrial impedance oversensing could be duplicated in the office. No changes made at this time, both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.